Event description:
It was reported the patient passed out in ambulance on the way to the hospital. It was also reported that the patient received a therapy for fast ventricular rates. Upon viewing the episode remotely, it is possible the device had potential delays and even misclassification of the arrhythmia. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.